Event description:
It was reported that the patients ipg was not holding a charge and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. No device malfunction suspected. The patient was doing well postoperatively, and the explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5064370/5062882.